Manufacturer narrative:
By checking the manufacturing charts of the involved lot# (1310765) no pre-existing anomaly was found on the 20 tibial plates manufactured with this lot#. No other complaints received on this lot#. We will proceed with further investigations and submit a final report once concluded.

Event description:
Knee revision surgery performed on (B)(6) 2018 because of instability and pain due to tibial plate aseptic loosening. Primary surgery done on (B)(6) 2014 according to the info reported, during revision surgery, the tibial component was easy to remove and appears that no cement was fixed under the tibial implant. Event happened in (B)(6).